Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the same side of the fish mouth tip of the anchors is broken. The failure is consistent with pulling the suture too hard while tensioning it after inserting the anchor causing the anchor to snap and break. The sales rep reported the surgeon was using two strands of fibertape and pulled too hard causing the suture to come out of the side of the anchor. This is a user technique issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed a dissimilar complaint of any kind for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a rotator cuff repair surgical procedure, it was observed that a healix advance knotless peek anchor, 5.5mm broke when the surgeon was loading the suture. The sales rep reported that the surgeon was using two strands of fibertape and pulled too hard causing the suture to come out of the side of the anchor. The surgeon completed the procedure with another like device with no patient consequences or delays. All available information has been disclosed. If additional information should become available, a supplelmental medwatch will be submitted accordingly.